Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: the surgeon fired all the way down and pulled back up but when he opened the gia the staple line did not hold and the tissue burst open. He used another reload and it did the same. Pt suffered blood loss of 1800 ccs that was not expected. No other injuries and the outcome was good. No reinforcement material used in conjunction with the stapling device. They had to suture the lumen closed. Time was extended by more than 30 mins but there was no tissue loss or damage.